Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat knee pain. The system was activated on (B)(6)2024 and there is no indication of any issues at that time. On (B)(6)2024 the patient notified a nalu representative that one of the incision sites appeared red and inflamed. The patient was advised to contact the physician. Upon evaluation by medical staff the incision site was determined to be infected. The site was drained and culture swabs were taken, which later confirmed the presence of staphylococcus aureus (staph) bacteria. On (B)(6)2024 a full system explant was performed due to the presence of infection.

Manufacturer narrative:
Source of the bacterial infection is unknown, although staph bacteria is commonly found on skin and in nasal passages. The incubation period for staph infections is generally 4- 10 days, thus it is unlikely that the bacteria was introduced from the nalu device or the implant procedure and more likely that the bacteria entered the incision site at a later date.